Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported a damaged torque wrench.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Additional information was included with the returned device.

Event description:
It was reported the surgeon was attempting to use a cross link and as he was tightening the screws on the cross link the screws would not torque all the way down on the cross link, they just kept spinning and never fully tightened. Another tray was opened which contained the same instrument which was used to complete the surgery using the cross link.

Manufacturer narrative:
Additional information: the returned device was examined. The drive tip was fractured off. The portion of the tip still intact showed evidence twisting, indicating the fracture was the result of a torsion failure. The cause is attributed to the tip of the wrench not being fully seated while torquing the set screws of the cross link. The labeling was reviewed and found to contain sufficient instructions regarding proper device usage.